Event description:
The customer's parent called and reported patient's blood glucose was running high and went up to 471 mg/dl. The insulin pump was used to treat but they were unsuccessful in getting customer's blood glucose under control, despite changing infusion set. At the time of the report, customer's blood glucose was 273 mg/dl. Symptoms related to high blood glucose experienced by the customer included light headedness, trace of small ketones, polyuria and thirst. Customer was treated with both the insulin pump and injection. The customer visited urgent care for high blood glucose in the 400 to 499 mg/dl range. During troubleshooting, it was found that customer's healthcare provider had recently changed midday basal rate. No other anomalies were found. The high pressure test was eventually performed and passed. It was stated the entire set, reservoir and insulin had been changed. It was advised to follow up with healthcare provider and that insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.